Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed compromised force sensor system several times. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. The customer's pump was squirting out insulin during the manual prime process, and the drive support cap on the pump was protruded. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to the compromised force sensor system alarm. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.